Event description:
The reporter indicated that a 12.1mm vicm6_12.1 implantable collamer lens of -7.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. Refractive surprise reported with -1.50 sphere residual error. Lens remains implanted. Cause is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).